Manufacturer narrative:
Citation: muneretto, c. Md et al. Treating the patients in the ¿grey-zone¿ with aortic valve disease: a comparison among conventional surgery, sutureless valves and transcatheter aortic valve replacement. Interactive cardiovascular and thoracic surgery 20 (2015) 90¿95 doi 10.1093/icvts/ivu340. Earliest date of e-publish/publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it cannot be determined whether this event has been previously reported. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review regarding treatment option in patients with an intermediate- to high surgical risk. All data were collected between 2010 and 2013. The study population included 163 patients, 55 which were implanted with a corevalve. The corevalve study population was predominantly female; mean age 81 ± 6 years. Serial numbers were not provided. Among all patients adverse events included: cerebral vascular accident (cva), left bundle branch block (lbbb), complete heart block (chb), permanent pacemaker implant, vascular complications, atrial fibrillation (afib), myocardial infarction (mi), cardiac tamponade, hypotension and use of an intra-aortic balloon pump, mild or greater aortic regurgitation. No additional adverse patient effects or product performance issues were reported.